Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. Device expiration date: unknown. FDA notified: the initial reporter notified the FDA via uf/importer report#: (B)(4). Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage in the pumping segment could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 24601-b007t because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module smartsite texium low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: nurse was putting tubing into alaris pump. The nurse noticed a leak through the portion of tubing that is inserted into the alaris pump. The nurse removed the tubing with the leak. The nurse obtained new tubing. Medication administered. No untoward patient effects.